Manufacturer narrative:
A.1.-a.5. There is no report of any patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in wollongong, australia based on follow up communications, following information was retrieved: the device was cleaned regularly according to the instructions for use (IFU), using 12.5% sodium hypochlorite with the recommended decant volume and mixing procedure. The hospital does not use reusable blankets. Water quality monitoring and h2o2 checks are not performed daily as prescribed; instead, they are done every alternate day and not on weekends, with 100 ml of 3% solution used. When the device is not in use, it is stored full of water, and h2o2 is not checked during non-use periods such as weekends. However, h2o2 is added whenever the water in the tanks is changed, which occurs every seven days. A disposable pall-aquasafe water filter with a 0.2 m membrane or an equivalent performance filter is used for tap water. Surfaces and water circuits are not disinfected prior to initial operation or storage, but device surfaces are disinfected after every operation. The 3t aerosol collection set components are replaced according to the allowed use period, with cannisters and tubing changed more frequently. During use, the device is placed inside the operating theatre, with its fan positioned so that the back of the machine faced the vent outlet, away from the patient. The estimated distance between the surgical field and the device is approximately 3¿4 meters. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a 3t heater cooler resulted positive to bacterial contamination. There is no report of any patient injury.

Manufacturer narrative:
Based on the investigation findings, it can be concluded that deviation from instruction for use (IFU) contributed to the reported event. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11 through follow up communication it was learned that the device was installed in 2018 and that cleaning procedures are handled by a third-party (non livanova) company.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.